Event description:
Obstruction/occlulsion. During a procedure they attempted to pass a scope and according to the info the scope became lodged and could not be moved or removed from the bronchocath. The pt was extubated and reintubated to complete the procedure. The tube was examined after the incident & a piece of plastic was discovered to be partially blocking the lumen of the tube near the distal end. No pt harm or injury reported as a result of this complaint.